Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, 5 weeks post-operative a robotic laparoscopic hysterectomy, the patient was indicated with bleeding in the vagina vault. The ultrasonography results showed that the loop was came out in the vagina. And the patient was reopened and stitched with conventional suture.